Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the physician alleged that the right ventricular (rv) lead had malfunctioned. The rv lead was explanted to resolve the event and no additional patient consequences were reported. Additional information has been requested to the field to clarify the lead malfunction, but it has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that the physician alleged that the right ventricular (rv) lead had malfunctioned. The rv lead was explanted to resolve the event and no additional patient consequences were reported. Additional information has been requested to the field to clarify the lead malfunction, but was never received.